Manufacturer narrative:
The reported event for ineffective therapy was not confirmed. Visual inspection of the ipg did not identify any anomalies. The ipg communicated and charged normally with lab standard equipment. The ipg was functionally tested and passed all testing.

Event description:
Related manufacturer reference number 1627487-2024-00763.it was reported that the ipgs failed to establish communication with external devices. The ipgs were deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein the ipgs were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
B3-date of event is estimated.